Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving hydromorphone (2 mg/ml at 1.2496 mg/day) and bupivacaine (10 mg/ml at 6.248 mg/day) via an implanted pump. The indication for use was malignant pain. On (B)(6) 2016 the hcp reported that the pump was alarming and when it was interrogated the logs show the low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. The pump was empty and the patient had missed a refill. No patient symptoms were reported. It was noted that the pump would likely be refilled on tuesday and the options for silencing the pump alarms were discussed. On (B)(6) 2016 additional information was reported by the hcp. The pump was not refilled because the hospice facility the patient was at did not want the pump refilled.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-05-20. The patient came to the clinic once they were advised the alarm/refill date had passed. The refill company confirmed that the refill date was in june and the current notes and pump readings had been faxed to the managing physician's office by the refill company. The cause of the empty pump was that the patient had gone to hospice following an inpatient stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.